Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted a small dent on the case front. All seal plugs were intact. All setscrews operated normally. X-ray inspection noted no anomalies. Review of the recorded episodes did not reveal any irregularities. Device memory indicated that end of life (eol) battery status had been triggered due to long charge times and not to low voltage. The battery voltage of the device at the time of analysis was 3.09 volts. The device case was removed in order to facilitate inspection of the internal components. Inspection noted the high voltage capacitor appeared swollen. The high voltage capacitor was removed and forwarded for detailed testing. This testing confirmed behavior consistent with arcing damage within the capacitor. The damage to this high voltage capacitor component is the cause of the clinically observed premature battery depletion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that three months ago, this device noted an estimated remaining longevity of 12 years. During the recent device check, a message of premature battery depletion was observed. Capacitor reforms were performed, but the same depletion message was noted. As a result, a revision procedure was performed and this device was explanted and replaced. No additional adverse patient effects were reported.